Manufacturer narrative:
Section a4: corrected. Section b6: corrected. Section h6: health effect - impact code corrected. Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had massive bleeding in the upper gastrointestinal tract on (B)(6) 2024. The patient was readmitted to the hospital with a prothrombin time of 3 international units, a partial thromboplastin time (aptt) of 62 seconds, and a platelet count of 183000/ microliter on (B)(6) 2024. The patient was transfused with less than 4 units of blood on (B)(6) 2024. An upper gastrointestinal endoscopy and clipping were performed. The patient was on warfarin and aspirin at the time of the event. It was noted that the patient had a history of lesions at the bleeding site which promoted the development of gastric hyperplastic polyps and bleeding. The device was not related to the event. The patient was discharged on (B)(6) 2024.